Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a blank screen at power up following the installation of a new processor pca. There was no patent involvement.